Event description:
The customer contacted stryker to report that their device was difficult to start or restart and may have powered off. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker further evaluated the removed system pcb assembly and determined that the single board computer (sbc) caused the reported issue. The returned system pcb assembly was archived by stryker.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. A review of the electronic records from the device identified the issue to be caused by the system pcb assembly. The pcb was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was difficult to start or restart and may have powered off. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.